Event description:
Event description cpi received information that this bipolar lead was removed from service. The form received states 'lead fracture was discovered in 1993 but was not removed at the patient's request'.